Event description:
It was reported that on (B)(6) 2024, a 31mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. The patient had a multi-lobed left atrial appendage (laa), and the mean diameter of the landing zone was 27.5mm. The amulet occluder was in ball shape and deployed at the landing zone. The device reported seemed to have jumped backwards and landed in a small lobe with extreme compression. The device was fully recaptured, and the delivery system was repositioned. A pericardial effusion was noted that required immediate pericardiocentesis. After the pericardiocentesis was performed, a second 31mm amplatzer amulet left atrial appendage occluder was successfully implanted. The patient still presented bleeding and required open heart surgery, and a puncture of the laa was suspected. The second device was explanted, and the laa was closed surgically. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of improper or incorrect procedure or method was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the reported improper or incorrect procedure or method appears to be related to user did not use a new delivery system. The patient effects of pericardial effusion, cardiac tamponade, perforation, and bleeding could not be determined. The reported hospitalization, unexpected medical intervention, and surgical intervention were the result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 31mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. The patient had a multi-lobed left atrial appendage (laa), and the mean diameter of the landing zone was 27.5mm. The patient's activated clotting time (act) levels were above 250s and heparin was administered. The amulet occluder was in ball shape and deployed at the landing zone. The device reported seemed to have jumped backwards and landed in a small lobe with extreme compression. The device was fully recaptured, and the delivery system was repositioned. A circumferential pericardial effusion and cardiac tamponade were noted that required immediate pericardiocentesis. The first 31mm amulet was never released from the cable . After the pericardiocentesis was performed, a second 31mm amplatzer amulet left atrial appendage occluder was successfully implanted with the same delivery system. The patient still presented bleeding and required open heart surgery, and a puncture of the laa was suspected. The second device was explanted, and the laa was closed surgically. The patient was reported as stable.